Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned with a segment of guidewire stuck in the distal end of lead. Used a fresh mdt guidewire for insertion test, guidewire stops at 83cm. No further guidewire testing possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not be removed from the left ventricular (lv) lead. The lv lead was removed. No patient complications have been reported as a result of this event.